Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 03.010.523 lot: l140172 manufacturing site: bettlach release to warehouse date: 21. Nov 2016 the device history record shows this lot of 49 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was hardened and documented according to specifications hv10 min. 442, max. 451 (specified min. 423, max. 468 hv 10) review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The break is slightly oblique. The broken off distal threaded tip was not returned. The fracture surface appears homogeneous with no voids or abnormalities. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during this investigation. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. The received condition does agree with the complaint description. DHR review: the returned device was manufactured in november 2016. The device history record shows this lot of 49 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and criteria at the time of release with no issues documented during the manufacturing process. Drawing/specification review: the relevant drawings were reviewed during investigation and no design issues were noted. The 03.010.523 driving cap is mentioned in five (5) technique guides: cannulated tibial nail, adolescent lateral entry femoral nail (alfn), retrograde/antegrade femoral nail, suprapatellar instrumentation for tibial nail and cannulated lateral entry femoral recon nail. In each instance it is used in conjunction with an aiming arm and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The aiming arm/driving cap assembly are attached to the nail which is inserted into the patient using a combination of twisting motion and ¿light hammer blows¿ (titanium cannulated tibial nail technique guide). Dimensional inspection: dimensional inspection conducted at cq at the region proximal to breakage measured and falls within the specification per relevant drawing. Material/hardness review: the design specified the device to be manufactured from 1.4542 material and heat treated to h900, min 423 hv10 - max 468 hv10. Material 1.4542 was hardened and documented according to specifications hv10 min. 442, max. 451 (specified min. 423, max. 468 hv 10) this complaint is confirmed. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the patient underwent a fracture right tibia intramedullary nail expert procedure. While the surgeon was using the driving cap for insertion handle, during a distraction to the unknown tibial nail, the driving cap broke. There were fragments generated from the broken device which were removed easily. There was no surgical delay. Surgical procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tibial nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded this is report 1 of 1 for (B)(4).